Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During first inflation at 9 atmospheres, the balloon ruptured in a pinhole from. No patient complications were reported.